Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the multiple occlusion alarms have occurred in the last several days, during basal and bolus delivery. The customer's blood glucose (bg) level was impacted (330 mg/dl). The customer changed out the cartridge and infusion set and took a bolus to stabilize bg level. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.